Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Please note attached list of additional devices implanted in the patient.

Event description:
Two gore tag thoracic endoprostheses were placed in a traumatic transection patient in 2007. Later, the patient coded and was resuscitated. The same month, infolding of one of the tag devices was found, and a reintervention was performed the next day with a coda balloon and a palmaz stent. The procedure was successful.